Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that battery compartment was cracked. This report is made based on the results of evaluation completed on 10/11/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/11/2014 with the following findings: the pump battery compartment was observed to be cracked below the grip pad. (B)(6).